Manufacturer narrative:
B5: date of event estimated. D4 and h4: the device expiration and manufacturing dates could not be provided as the device part and lot number were not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of occlusion is listed in the perclose prostyle instructions for use as a known patient effect and a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but are not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: medwatch report #mw5151833.

Event description:
User facility medwatch report received, stating: as reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position, there was difficult access with an iliac stent and calcium in the abdominal aorta. The valve got stuck in sheath and they had to take everything out together. The team put in a 16f esheath and put the shockwave system through that to shockwave the vessel. Then they advanced the 16f e-sheath and we were able to advance the valve and delivery system successfully. The perclose did pinch off the vessel and they had to stent the common femoral at the end of the case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No additional information provided.